Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was extremely slow and taking long time for users to retrieve medicines. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was slow performance. The technical support specialist (tss) had identified that patient information retrieval and medication lookup were the main sources of slowdown, while login performance remained normal. A database shrink reduced the database from 8.9 gb to 6.3 gb, leading to improved performance. Logs showed normal hardware access and login behavior, and with no recurring slowness in device history, the case was closed under scheduling for a full sync operation. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was extremely slow and taking long time for users to retrieve medicines. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.